Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received this information. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that after use erroneous cbc and differential results occurred with an unspecified bd vacutainer® edta blood collection tubes. The following information was provided by the initial reporter: we are currently investigating intermittent issues with spurious cbc and differential results. We will obtain flagged, erratic results on some patient samples, but not others and when repeated on another system, we also obtain flagged, erratic results. We do not get these flags with our quality control materials. I do not yet have lot numbers but will provide them.